Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to meet with the or nurses and was able to duplicate the reported arm movement during instrument exchange. The fse noted that the operating staff was removing the instrument with the instrument tip at a 45¿90-degree angle which causes the arm to move from its intended setup as the arm is adjusting from the instrument tip for guided tool change. The fse advised both nurses that the instrument tip must be straightened prior to instrument removal to prevent unwanted arm movements and to prevent patient involvement. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed that arm 3's guided tool change did not go to the exact position. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was a male patient in his 40s. No patient injuries or further issues to report.

Event description:
Refer to h11 for follow-up information.